Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the set screw in the implantable cardioverter defibrillator (ICD) header got pushed sideways and the physician couldn't get the torque wrench into it. The grommet was removed and the set screw was repositioned and was then able to be tightened down. The grommet was replaced and some medical adhesive was added. The ICD remains in use. No patient complications have been reported as a result of this event.